Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-39635. It was reported that the patient presented for a follow-up in clinic. Upon examination, it was noted that the right ventricular lead exhibited noise oversensing. The lead was capped and replaced on (B)(6) 2022. It was also noted that the right atrial lead exhibited noise. Programming changes was made. The patient was stable in condition.